Event description:
(B)(4). Besides seasonal allergies I'm a very healthy person. I do not take any other medications besides iron and calcium vitamins. I have regular periods but since having the essure I have random spotting, frequent yeast infections, lower back pain and some cramping.